Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was due to difficulty with adaptive stim. The patient stated they met with their manufacturer representative and got adaptive stim added on to her programming. Adaptive stim worked fine, until 3-4 weeks ago when she noticed problems with the stimulation changing each program to 0 on its own. They would notice the ins battery not drain as fast because the stimulation was down to 0, but they would be in pain because she won't have therapy coverage at 0. They noticed stim changing to 0 when she was changing positions as well as when she was not moving. The patient explained that yesterday after getting into her vehicle, that stim went to 0. The patient had groups a, b, and c available on her programming, and she liked b the most. The patient stated they were waiting 5 minutes for the settings to save and declined to make adjustments over the phone. The patient noted group b with program 1 and 2 were currently active. Pt states that the ins charged fast. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states she has reset the controller in the past 3x, and that she previously got an error message.